Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed and required maintenance. The field service engineer (fse) reported that the drawer at station main 2-2 had failed and was not displaying cubies. The fse ran hardware test application, but no cubies were visible. Upon further inspection, the controller board was found to be showing the correct flashing lights on the drawer. The fse reseated all row board connections and pyxibus cables. After these actions, the drawer began displaying cubies and was confirmed to be functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.